Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer experienced an elevated blood glucose (bg) level of 566 mg/dl. At the time of the reported event, customer had not yet done anything to address the high bg. The customer reverted to manual injections for insulin therapy.